Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh) with hemoglobinuria concerning for pump thrombosis. Ramp study was negative. Inr was 1.2 earlier in the week. Patient was questionably compliant with lovenox. Patient was given intravascular fluid (ivf) and diuretics for heme pigment nephropathy hemolysis. Patient was given heparin infusion and aspirin (asa).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected thrombosis could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. Additionally, a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020. The pump operated above the low speed limit for the duration of the log file apart from an isolated event where the pump speed was recorded at 8340 rpm, below the low speed limit of 8400 rpm. The event did not result in an alarm and the pump regained speed and remained above the low speed limit for the remaining duration of the log file. There were no atypical pump-related alarms, and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support with no further issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Device thrombosis, hemolysis, and renal dysfunction are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 17jun2016. No further information was provided. The manufacturer is closing the file on this event.